Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during device evaluation that the channel of the duodenovideoscope was clogged with foreign material. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage from the right/left knob and up/down angulation control knob. The event is detectable and preventable by handling the device in accordance with the following instructions for use (IFU): detection method is described in tjf-q290v operation manual chapter 3 preparation and inspection. Preventive measures are described in tjf-q290v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.